Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the users were facing a hard error c-34 on the erbe electrical surgical unit (esu). Before calling in, they had replaced the energy cable and instrument. The isi tse advised to restart the erbe but that did not improve the situation. The isi tse explained that the erbe would need to be replaced to resolve this problem. The customer was completing the procedure as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: in this case, the surgery was ended using the original erbe esu, and only the monopolar was affected. The erbe esu was replaced to resolve the problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure (c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.